Event description:
The pt developed chf two years after implant. Tee showed aortic insufficiency; tears and one hole were noted in the valve cusps during retrieval. At explant, the device was photographed and replaced with no additional consequence reported for the pt.